Event description:
The account alleged that the bed is not placing a bed exit call to the nurses' station.

Manufacturer narrative:
The account replaced the utv board but the issue continued. Repairs have not been completed.